Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the 3d x-ray pattern needed to be calibrated and that the 3d x-ray pattern calibration file needed to be installed on device (B)(4).the part was sent to the manufacturer, recalibrated and then installed at the customer site. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the 3d x-ray pattern was non-functional. There was no patient involvement reported.